Manufacturer narrative:
Concomitant medical products: 4003m lead implanted: (B)(6) 1998.

Event description:
It was reported that there was an elevated threshold on the right atrial (ra) lead. The device was reprogrammed and the lead remains in use. The patient is enrolled in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was inactivated and remains in the patient.